Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow up. The pulse generator exhibited a diagnostics anomaly. The device was successfully reinterrogated. The patient would be monitored.